Event description:
During follow-up, oversensing of crosstalk was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, oversensing of crosstalk was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.